Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain in the patient and not available for analysis. Also was used: pll161207j/16380785 UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to patient's anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites. As the date of CT where the device occlusion was confirmed is unknown, the date gore aware (B)(6) 2020 will be used as an event date.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in 2020, the patient complained of pain and CT revealed the occlusion. It was confirmed that the occlusion was noticed from the bifurcation of the trunk-ipsilateral leg to the left external iliac artery where the iliac extender component was placed. On (B)(6) 2020, reintervention was performed. After removing thrombus using by the fogarty® catheter, a contralateral leg component was used in the ipsilateral leg to reline in the trunk-ipsilateral leg, and a gore® viabahn® vbx balloon expandable endoprosthesis was used to reline the left external iliac artery. The patient tolerated the procedure. The physician commented that the cause of the occlusion is unknown. Possible causes were reported as below: patient background, poor apposition at the left external iliac artery, poor blood flow into the left side of the patient.